Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the shaft broke while being introduced into the patient's body. The procedure was completed with another 3.00x38mm synergy stent. No patient complications were reported.